Event description:
Spinal cord stimulator from boston scientific causes huge side effects like: some problems like nerve damage, removing bone with intense pain afterwards; scar tissue damage, scars, heal time , surgical pain, the intense trauma around the spine, not to mention allergic reactions; severe infections, (B)(6), (B)(6), (B)(6), contracting anything under the sun, blood loss; loss of feeling, more pain, burning in the spine, burning while charging your unit, intense pain in the site after removal, a feeling of unwell or sickness at all times; depression, not being able to take care of your family, feeling like a burden on your family, not being able to urinate, not having a menstrual cycle; the unit shocking you without cause, the unit turning on and not turning off, the feeling of being fried by the unit, change in moods; wanting to die, the unit ejecting itself from your body, not being able to perform sexually with your partners, no erections; headaches, loss of use of hands and feet, numbness in hands and feet, coldness in hands and feet, fever, squalling in ears, pain in battery are after it's out, paralyzed. Not to mention loss of wages, loss of our spouse or significant others time at work, loosing time with your children that you do not get back. This is just some of the list that the drs should be telling pts and then saying ok, do you want to try this or stay with your percocet this month and if you want to try this, we may have revise it 2-3 times and you may hate it and me when I'm done and then fight me to take it out.